Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any adverse patient consequences? Was any medical or surgical intervention provided for the suture ¿ripping¿ in the post op period?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. In the post operative period, the thread was "ripping". There were no adverse patient consequences reported. Additional information has been requested.